Event description:
It was reported about an infection on the left side of the patient's mandible. The personalised plate was removed.

Manufacturer narrative:
The investigation concluded that the device met specifications. The root cause for the infection remains unknown.